Manufacturer narrative:
Upon reassessment of the reported event, this device was determined to not be reportable. Product unknown.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Patient¿s legal counsel reported patient underwent right hip revision procedure 8 years post-implantation due to unspecified allegations. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.